Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance and high thresholds. A chest x-ray showed the lead contained a guidewire. Additionally, the lead has migrated from the implanted position. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012. (B)(4).